Event description:
Emt's responded to a pt described as pulseless and not breathing, said to have been down for approx 15 minutes. CPR was initiated and the automatic external defibrillator (AED) was attached. The analyze button activated and device began charging. Reportedly, before the device could reach full charge, it lost power and could not deliver therapy to the pt. A second attempt was made however the device again lost power. CPR was continued until another defibrillator arrived at the scene. After sending a chart recorder strip of the pt's ECG to the hosp, permission was granted to end the code. The pt was pronounced dead at the scene.

Manufacturer narrative:
Co evaluated the device and observed proper operation during extensive operating and functional testing. The display pcb was replaced as a preventative measure and the unit was returned to the customer for use.